Manufacturer narrative:
Unable to perform displacement, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test due to pump error 39 occurring during testing. Unit passed the sleep current measurement, active current measurement, and self -test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No pump error 43 & pump error 82 noted during testing. Pump 82 occurred on (B)(6) 2023 10:25--10:41 in history files. Pump error 39 occurred on (B)(6) 2023 10:35--10:47 & (B)(6) 2023 06:49 in history files. Pump error 43 occurred on (B)(6) 2023 15:16--18:12 & (B)(6) 2023 09:36--09:39 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack, motor home switch, force sensor. Unable to perform motor test due to corrosion on the motor assemblies. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), corroded home switch. Pump error 39 & pump error 43 are confirmed due to moisture damage on motor assemblies. Pump error 82 is confirmed due to being found in history files and traces and isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump errors 38, 43, and 82. The customer also stated that the insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. Troubleshooting was successfully performed, and the customer was unable to clear the alarm and was unable to rewind the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.